Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated ckmb results generated by the unicel dxc 600i synchron access clinical system for one patient. Customer tested a sample for ckmb and obtained a result of 11.8 ng/ml. Upon repeat, it gave results of 1.4 ng/ml and 39.0 ng/ml. The sample was then re-tested on a different instrument and it gave a result of 1.4 ng/ml. The erroneous results were not reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Samples were collected in plastic bd lithium heparin tubes with gel and centrifuged at 3,500 rpm for 10 minutes. All runs were sampled from the primary tube. Qc was within specifications prior to the event. Customer stated that there have been some qc "problems", with some erratic recovery, around the time of the event. A field service engineer (fse) was on site in 2008: fse performed system verification protocol. Fse found that the transducer high voltage was not set high enough and replaced the transducer. Per fse, the instrument had "peri-pump tubing issues". Fse performed alignments, ran system check and performed diagnostic testing. Fse ran precision run and customer ran qc. Fse verified instrument as performing to specifications. Even though ckmb results are unlikely to be the basis to initiate or withhold treatment, in this event, the hardware failures could have affected other pivotal assays. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report. (B) (4)